Event description:
The customer reported to olympus, during a colonoscopy with the evis exera iii colonovideoscope, a loop-cutter was used and a broken suction valve and its remnants of the cord from the end loop remained. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the users request was confirmed. It was discovered, the remains of endoloop were stuck in the suction valve. In addition, it was noted, charge-coupled device cover lens was chipped, the distal end lens glue (3x) had discoloration, the charge-coupled device cover lens glue had discoloration, the distal end plastic distal end cover had a sharp edge snag, the bending section was porous, the bending tube was deformed, the connecting tube had a scratch pocket-pouch, the air /water nut paint was peeling off, the suction cylinder nut paint was peeling off, the switch box unit and the stiffness control h ring had scratches, the right/left & up/down knob angulation had play, the right/left & up/down knob angulation was less or a specified value, and the water contact / water removal passed, but repair was recommended. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the broken suction valve and remains of endoloop stuck in the suction valve were unable to be identified. The following is included in the instructions for use: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.